Event description:
Customer reported via phone call that sensor was not releasing from serter after second button press. Customer's blood glucose was unknown. Customer reported of going into diabetic ketoacidosis due to bent cannula. Customer was advised to return sensor and serter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.